Event description:
Updated description: the device was returned for analysis.

Manufacturer narrative:
Additional information has been received. The received information has been provided in section b5. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump errors or failed battery test noted. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Unit successfully downloads to thus and carelink. No pump error 63 or audio absence of alarm anomalies noted, during testing. No pump error 63 alarms noted, in pump history download. Unit received, with the backlight adjust feature functioning properly. No backlight anomaly noted. The power management graph confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Confirmed, the pump alarmed failed battery test on (B)(6) 2023 17:06:31.000 in the history files. These alerts are expected and occur, during normal pump operation. Pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: scratched case and pillowing keypad overlay. Passed all required testing. No failed battery test, backlight anomaly, or audio alert anomaly noted, during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump rejected new batteries, couple of unspecified alarms, pump lost alarm loudness and screen lost brightness. Troubleshooting was not performed and it was unknown whether the issue was resolved or not. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.